Event description:
It was reported that, the back part of the mounting arm broke and caused the flat panel to suddenly fall. As it fell, the power cord in the back broke the power port to the vision elect monitor. The doctor was performing the case and no adverse consequences to the pt were reported.

Manufacturer narrative:
A retro-respective review has been conducted for previous MDR filing decisions for similar events to this. This event was evaluated and it was found that it occurred prior to the first serious injury reported with a similar failure mode, and the non-filing decision back then was valid. However since this occurred close to the first reported injury, a conservative filing is made now for the sv mounting malfunction, as its recurrence may lead to an injury. No injury or adverse consequence was reported for this event. The investigation in 2007 found that the tension screw needed to be adjusted tighter so that the flat panel won't tilt loosely downwards. This was found to be the most probable root cause of the reported event.